Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-14136. Related manufacturer report 1627487-2021-14137. Related manufacturer report 1627487-2021-14138. It was reported that the burr hole cap system was coming through the scalp incision and the leads were exposed. The incision site at the burr hole cap was opened, cleaned and re-sutured on (B)(6) 2021. There were no complications during the procedure. Patient was stable.